Event description:
During the transapical tavr procedure, the initial 23mm sapien xt valve was positioned 50:50 aortic/ventricular (v/a), but deployed low, with a final 70:30 v/a position, resulting in moderate paravalvular leak (pvl). One post dilation was performed and it was determined that a second valve was required. A second sapien xt valve was positioned approximately 20% more aortic than the initial valve. The second valve was deployed with a final 50:50 v/a position, correcting the pvl. It was perceived that the fair coaxial alignment of the delivery system (ds) and the fair image intensifier angle during the positioning and deployment of the initial valve contributed to this event. The image intensifier angles were corrected prior to the positioning and deployment of the second valve. The patient¿s native annulus measured 20.8mm x 24.2mm by CT (valve area of 400mm2). Mild annular calcification and no native leaflet or aortic root calcification were reported.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, in addition to procedural factors (fair coaxial alignment of the ds, fair image intensifier angle), patient factors (no reported native leaflet calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.